Event description:
On (B)(6) 2026 a peritoneal dialysis patient (pt) reported to fresenius technical support that the liberty select cycler was alarming with notice draining slowly message in drain 4 of 4. The patient experienced an increased intraperitoneal volume (iipv) event coincident with their peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment. A review of the patient¿s treatment records identified that the patient drained 4902 ml during drain 4 of the treatment. This drain volume for drain 4 is 196% of the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.